Manufacturer narrative:
Correction: h6, device code. Additional information: d10, h3 and h6. As received, a partial lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies. The reported event of low sensing was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported event of helix was unable to extend was confirmed due to the blood/body fluids found in the helix region. After cleaning the blood off from the helix and applying torque directly to the inner coil, the helix could be extended and retracted meeting device specifications. Performed tip stiffness test and test results were in specification.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, low r-wave amplitudes were noted on the right ventricular (rv) lead. The patient had experienced chest pain and was admitted to the hospital to await a lead revision procedure. An x-ray and echocardiogram were performed, which detected a cardiac perforation resulting in a slight pericardial effusion. The physician noted difficulties during implant procedure as the likely cause. During the revision procedure, the rv lead helix was not able to extend while attempting to reposition the lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.